Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms, resulting in an alert in the remote home monitoring system. Noise was noted on the rv pace/sense and shock channels; however, the noise was not sensed by the device. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that the high out of range shock impedance is a known inherent risk with use of this product. Device technical analysis: this device remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. Investigation conclusion: this device remains implanted and in service. As such, physical analysis has not been conducted in our laboratory.